Event description:
Device was applied during a small bowel resection procedure. The anvil disengaged upon removal of the instrument from the cavity. As a result, the proximal bowel was ruptured and the colostomy had to be reconstructed. The hosp has reported the pt's status is satisfactory.